Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture and expiration date is unknown. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during a balloon dilation procedure performed on (B)(6) 2018.   According to the complainant, during the procedure, the balloon was unable to be deflated. Reportedly, the catheter was cut and the device was pulled out of the patient. It was also noted that the inflation medium was not able to be removed from the balloon. The procedure was completed at this time. There were no patient complications reported as a result of this event.

Manufacturer narrative:
D4, h4: the complainant was unable to report the device lot number; therefore, the manufacture and expiration date is unknown. H6: problem code 1149 captures the reportable issue of balloon deflation failed. H10: investigation results visual examination of the returned complaint device revealed that a kink was found on the shaft and the guidewire. Also, the shaft had accordioned sections. It was also noted that the shaft was cut by the customer and the balloon was not returned with the device. Functional analysis was unable to be performed due to the condition of the device. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/19/2018 10:29 am CT.the report number is being corrected from: 3005099803-2018-62096 to: 3005099803-2018-61321.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during a balloon dilation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon was unable to be deflated. Reportedly, the catheter was cut and the device was pulled out of the patient. It was also noted that the inflation medium was not able to be removed from the balloon. The procedure was completed at this time. There were no patient complications reported as a result of this event.